Event description:
Information was received from a trial patient via manufacturer representative (rep) who was using an external neurostimulator (ens). It was reported that both leads were implanted and spanned the bottom of t7 to the bottom of t9. At the lead pull, the patient indicated that they had never been able to feel stimulation anywhere but at their feet, when their back was the initial target. A secondary x-ray was performed and showed lead migration approximating 2 electrode contacts for the 0-7 lead and a full vertebral body for the 8-15 lead. Rep reprogrammed the patient's wens using the new x-ray as a reference to target the low back painful areas and was able to successfully elicit low back pain relief from the patient for two hours before the leads were pulled and the trial concluded. The issue is resolved.

Manufacturer narrative:
D11: section d information references the main component of the system and other applicable components are the leads. Brand name surescan; product ID 977d260 ,(serial: unknown); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024 brand name surescan; product ID 977d260 (serial: unknown); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Product ID 977d260, lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.